Manufacturer narrative:
The tandem user guide states: "your pump should not be worn while swimming, scuba diving, surfing, or during any other activities that could submerge the pump for an extended period of time."

Event description:
It was reported that the pump touch screen was delayed in responding to presses. Additionally, it was reported that an unspecified cartridge alarm occurred during basal delivery after the pump was submerged in water. Customer's blood glucose level was less than 150 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.